Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an ind flag generated for one patient's bnp result on an access 2 immunoassay analyzer. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On february 19, 2009, the facility representative reported to baxter global technical services one colleague triple channel volumetric infusion pump in which the pump head module keypad channel b channel select and stop keys are inoperable. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.